Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the ipg site. The physician wants to have the revision since the battery was not in the correct spot.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced with a new one due to physician's preference. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo pocket revision.